Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion pre-loaded with acrobat wire guide sphincterotome was used. While more than 20 cm of the wire guide was advanced into the biliary duct, the coating at the 25 cm mark pulled back onto itself when trying to advance a fusion quattro extraction balloon over the wire guide. No section of the device detached inside the endoscope or pt. Another acrobat wire guide was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial report, the pt did not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number could not be specified by the initial reporter. The product was returned in an open pouch labeled with the below lot number: w3322019, manufacture date 08/19/2013, expiration date 08/19/2016. Investigation evaluation: our evaluation of the returned device confirmed the report. Approximately 25cm from the distal end is a 3.8cm exposed section of the core wire with the coating peeled back over the distal section of the wire guide. No part of the device is missing. No spiraling was observed where the coating separated on the wire. A product-specific discrepancy that would have caused or contributed to this observation was not observed during our laboratory analysis. The product said to be involved was returned in an open pouch with a lot number that differs from the unk lot number in the report. The device history record for the lot number on the open pouch returned was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record on the returned opened pouch confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.